Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of receiving a bad sensor alert. Customer was having problems with sensor and blood glucose was going up and down. Customer also received a threshold suspend. Customer reported that blood glucose was 400 mg/dl. Customer reported that sensor glucose would be high and blood glucose would actually be 50 mg/dl to 60 mg/dl.